Event description:
It was reported that (1) device was used during a laparoscopic nissen. It was reported by the affiliate that the al326 instrument was inserted into the patient, fired and there were no clips. Refired several time and no clips. Another instrument was used to complete the case. There was no consequence to patient.